Event description:
It was reported that the rigid video scope produced poor image quality. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: component failure of the video connector, poor image quality due to noise in the image, a severely chipped light guide cover lens, and a component failure of the distal end cover glass. Additionally, the universal platform (up) board was found to be severely corroded, and there was a component failure of the up case. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: regarding the customer allegation and regarding the new reportable findings the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.